Event description:
A patient reported the edge of their aligner is sticking out to their gums but also noticed some blanching on upper arch. The patient stated that there is a place between their teeth where their gum is hanging like a flap, and it bleeds a lot.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.